Manufacturer narrative:
The following fields have been updated due to corrections: b.5. Describe event or problem: it was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets experienced deformation/damage/cracking. The following information was provided by the initial reporter: "IV tubing crack... Adverse events: hypoglycemia, parental distrust toward equipment/caregiving number of occurrences: 1 of 2 additional details: leakage noted on linens and on mother of infant¿s clothing while holding infant, no visible break(s) in tubing" d.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set h.6. Imdrf annex e grid: e1206. H.6. Imdrf annex f grid: f26. H.6. Imdrf annex a grid: a0504, a0404.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets experienced deformation/damage/cracking. The following information was provided by the initial reporter: "IV tubing crack... Adverse events: hypoglycemia, parental distrust toward equipment/caregiving number of occurrences: 1 of 2 additional details: leakage noted on linens and on mother of infant¿s clothing while holding infant, no visible break(s) in tubing".

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets experienced deformation/damage/cracking. The following information was provided by the initial reporter: "IV tubing crack... Adverse events: hypoglycemia, parental distrust toward equipment/caregiving number of occurrences: 1 of 2 additional details: leakage noted on linens and on mother of infant¿s clothing while holding infant, no visible break(s) in tubing".

Manufacturer narrative:
Correction: h5: imdrf annex e grid: e1206. H5: imdrf annex f grid: f11. H1: type of reportable events: serious injury.

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of leakage could not be verified by testing. The infusion tubing was primed and checked for leaks, air-in-line and occlusions. There were no issues found during priming. A simulated infusion was then conducted with the returned sample at a rate of 200 ml/hr. There was no indication of leakage, air-in-line or occlusions. A device history record review for model 2420-0007 lot number 21015245 was performed. The search showed that a total of 34,523 units in 1 lot number was built on 06jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the reported issue could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a root cause could not be determined because the reported issue could not be replicated.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced deformation/damage/cracking. The following information was provided by the initial reporter: material #: 2420-0007. Batch/lot #: 21015245. IV tubing crack.